Manufacturer narrative:
The t:slim user guide states: humalog® was been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled. Change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300's mg/dl) and a correction bolus via the pump was delivered to address the bg level. The customer suspected that the cause of the high bg was due to using the pump supplies past the 48 hour labeling and the infusion set site would be changed every 5 days. After the customer had started to change the supplies every 48 hours, the bg remained in the target range. Tandem technical support advised the customer to discuss the event with a healthcare provider.